Event description:
It was reported that remaining device longevity was 1.5 years at a follow up visit one year ago. The patient presented for a routine follow up today and interrogation identified that end of life (eol) was declared last month. The patient complained of occasional dizziness that aligned with the date of eol. The patient was in first degree av block during the follow up visit and it was noted that the patient was known to have intermittent complete heart block. The patient was admitted to the hospital and a replacement procedure was scheduled for the following day. The device remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that remaining device longevity was 1.5 years at a follow up visit one year ago. The patient presented for a routine follow up today and interrogation identified that end of life (eol) was declared last month. The patient complained of occasional dizziness that aligned with the date of eol. The patient was in first degree av block during the follow up visit and it was noted that the patient was known to have intermittent complete heart block. The patient was admitted to the hospital and a replacement procedure was scheduled for the following day. The device remains in service at this time. No additional adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
It was reported that several attempts were unsuccessful to obtain additional information for the outcome of the reported clinical observations. Therefore, device explant was not confirmed. The product would not have been replaced with a bsc product as this hospital no longer implants bsc implantable pulse generators. Additionally, if the product was replaced it will not be returned. No additional adverse patient effects were reported.